Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not open. A technical support specialist (tss) noted that pharmacy admin called on behalf of on-site nurse, reporting that the cubie would not open. Tss remoted in and was able to open the cubie using the tester app. The customer confirmed that a loose bag had caused the error. The customer then logged back in, issued the medication, and the cubie opened as expected. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was unable to openthe customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.